Event description:
25g x 1" safety needle manufactured by duopross meditch corp lot number w2105100 expiration date 5/10/2026 was used for an im injection. When the provider went to secure the needle, post use the plastic safety piece did not engage properly resulting in the provider sticking her finger with the used needle. FDA safety report ID # (B)(4).